Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial hip arthroplasty and subsequently, a revision procedure was performed to acetabular shell loosening.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. G3: report source, foreign: event occurred in germany. D11: medical product: forte cer fm hd d36/0mm 12/14, catalog#: 650-0665, lot#: 2016111731. Medical product: biolox delta cer lnr 36mm f, catalog#: 110003623, lot#: 3871259. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. Radiographs: four radiographs were provided with (B)(4) for review; two were taken on (B)(6) 2017 and two were taken on (B)(6) 2018. The radiographs do not show the patient full pelvis, and therefore an assessment of the alignment and positioning of the acetabular shell could not be made due to the lack of bony landmarks for referencing. The manufacturing history records for the relevant g7 bispherical acetabular shell have been checked and verify that the component was manufactured and sterilized correctly. Surgical notes have not been provided, and are required in order to determine whether patient-related factors may have contributed to the reported loosening of the g7 bispherical component. The root cause of revision cannot be determined with the limited information provided. Further radiographic, surgical and patient information, as well as provision of the revised component, is required in order to determine the cause of revision. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database has found no similar complaints reported with this item number / lot number combination. The root cause of the reported revision cannot be determined due to limited information provided. The complaint was discussed with product manager (B)(6) in a meeting on (B)(6) 2019, who has informed that she discussed the issue with prof. Schmidt, who decided to switch to another product. The instructions for use that were supplied with the acetabular component provides the following guidance: warnings and precautions: improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and / or failure of the implant or procedure. Tight fixation of all non-cemented components at the time of surgery is critical to the success of the procedure. Each component must properly press fit into the host bone which necessitates precise operative technique and the use of specified instruments. Bone stock of adequate quality must be present and appraised at the time of surgery. Accepted practices in postoperative care are important. Failure of the patient to follow postoperative care instructions involving rehabilitation can compromise the success of the procedure. The patient is to be advised of the limitation of the reconstruction and the need for protection of the implants from full load bearing until adequate fixation and healing have occurred. Excessive, unusual and/ or awkward movement and/or activity, trauma, excessive weight, and obesity have been implicated with premature failure of certain implants by loosening, fracture, dislocation, subluxation and/or wear. Loosening of the implants can result in increased production of wear particles, as well as accelerate damage to bone making successful revision surgery more difficult. The patient is to be made aware and warned in advance of surgery of general surgical risks, possible adverse effects as listed, and to follow the instructions of the treating physician including follow-up visits. Patient smoking may result in delayed healing, non-healing and/or compromised stability in or around the placement site. Possible adverse effects: loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. Risk assessment: the root cause of the harm could not be determined with the information currently available, therefore a specific hazard (line) within the risk table cannot be selected. Multiple lines cover a hazardous situation of inadequate fixation and a harm of loosening. These lines have a maximum severity of 4 (necessitates surgical intervention). The event reports that surgical intervention was required. This gives a severity of 4 (necessitates surgical intervention) and is in line with the risk file. No corrective or preventive actions are deemed necessary at this time. Due to fact that this is a legal claim, our legal department has been provided with the relevant facts from the customer. Further information concerning the case will be provided by the legal department to our complaint handling department as and when it becomes available. H3 other text : product has not been returned.

Event description:
It was reported that a patient underwent an initial right hip arthroplasty on (B)(6) 2017. Subsequently, a revision procedure due loosening was performed on (B)(6) 2018.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
Revision due to loosening of g7 cup.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial hip arthroplasty and subsequently, a revision procedure was performed to acetabular shell loosening.